Manufacturer narrative:
A medtronic representative performed a navigation system check-out, all areas passed. Medtronic representative was unable to replicate the behavior. Subsequent procedures have been performed without issue.

Event description:
A medtronic representative reported that, while in a spinal fusion procedure, when checking the accuracy on the spine, the surgeon deemed being inaccurate. The instruments were also showing as inaccurate. The surgeon opted to discontinue the use of navigation and free-handed the screw placement. The post instrumentation scan confirmed successful placement. There was no impact on patient outcome.